Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water infiltration was confirmed. The device evaluation found the reportable malfunction identified in b5; a whitish foreign material was found inside the air/water tube and air/water cylinder. The following non-reportable findings were found during device evaluation: air/water cylinder had no color, suction cylinder had no color, scope cover plate had peeling, scope connector label peeling, mouthpiece had corrosion, label on suction connector was damaged, flexible printed circuit board had corrosion due to water leakage, electrical connector had corrosion due to water leakage, water tightness was lost due to damage on channel tube, illumination was uneven due to discoloration of light guide lens, bending angle in up direction does not meet the standard value due to wear of angle wire, light guide bundle had breakage, adhesive around objective lens had a chip, adhesive around light guide lens had wear, and adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had water infiltration. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the air/water tube and air/water cylinder. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected and prevented in accordance with the following instructions for use: IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.